Manufacturer narrative:
(B)(4). Breakaway washer cut off center / knife damaged. The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and cut off center. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil, causing the staples to malform. While no conclusion could be reached as what may have caused the anvil to become off center, it is possible that excessive thick tissue unevenly loaded was on the device while attempting to fire resulted in an incomplete staple line. For more information please reference the instructions for use. The device was reloaded with staples, a new washer was placed and the device was tested for functionality; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a starr (stapled transanal rectal resection) procedure, the device did not fire at all; no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.